Event description:
It was reported that the customer's blood glucose level was 43 mg/dl. The insulin pump went into threshold suspend when his/her sensor glucose reading was 97 mg/dl and his/her blood glucose level was 197 mg/dl. The customer's sensor and blood glucose level difference was not within an acceptable range the product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.